Event description:
The following information was reported to gore: on an unknown date, this patient underwent a descending and arch aortic replacement for type b aortic dissection at another hospital. On (B)(6) 2021, the patient underwent an endovascular treatment for arch aortic aneurysm which developed at the proximal anastomotic site of the graft using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) (tgmr404010j). In (B)(6) 2021, left carotid-axillary artery bypass was constructed. On (B)(6) 2021, an additional procedure was performed for suspected type ia endoleak. Firstly, axillo-axillary artery bypass was constructed. A ctag-ac (tgm454515j) was then additionally placed from the ascending aorta to inside the initial ctag-ac, and the brachiocephalic artery was embolized. An angiography showed endoleak (suspected type ia); therefore, another ctag-ac (tgm454510j) was additionally implanted. The proximal ends of the two ctag-acs were placed at the same level. The suspected type ia endoleak was remaining but the leak was very minor. Hence, the procedure was completed. The patient tolerated the procedure. The reporting physician commented as follows: during the initial ctag-ac implantation, the proximal landing zone was too short. Considering the diameter of the ascending aorta, the 45 mm devices used for the additional procedure might have been undersized.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.